Event description:
It was reported, the pressures are not calibrated properly. When tested on the stimulator, the pressure values are 10mmhg off.

Manufacturer narrative:
The complaint could not be duplicated, there were no issues with pressure, and all tests passed calibration within specifications. After further review, it was determined that the staff was not allowing the system to stabilize during the zeroing process. Subsequently, the staff was trained, which corrected the issue.